Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event, found. Per procedure, all manufacturer surgical systems are verified to meet specifications after installation and customer initiated servicing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during surgery ophthalmic operating system had problem in maintaining eye pressure. Details of the procedure and any potential patient impact have not yet been provided. Additional information has been requested.